Manufacturer narrative:
At this time product has not yet been returned. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. The dhrs (device history review) for the libre sensor kit was reviewed and the dhrs showed the libre sensor kit passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported that the adc device detached prematurely. The customer felt dizzy and was unable to self-treat, requiring treatment of novolin r (insulin) "20mg and 20 drops" and ibuprofen for treatment provided by a healthcare professional. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
Sensor (B)(6)has been returned and investigated. No physical damage was observed on the returned sensor patch. Observed adhesive was not returned. No further investigation can be performed at this time as the adhesive has not been returned. If adhesive is returned, an investigation will be performed. Issue will be closed to no product returned. Extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. The dhrs (device history review) for the libre sensor kits were reviewed and the dhrs showed the libre sensor kits passed all tests prior to release. Section d4 (serial number) was updated from (B)(6)to (B)(6)based on returned product download. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported that the adc device detached prematurely. The customer felt dizzy and was unable to self-treat, requiring treatment of novolin r (insulin) "20mg and 20 drops" and ibuprofen for treatment provided by a healthcare professional. There was no report of death or permanent injury associated with this event.